Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged as the balloon would not remain inflated and hold pressure. Staff used bone wax to keep the valve closed and the procedure was completed using the same device. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).